Manufacturer narrative:
Upon investigation of the actual device used in this incident found that smart remote manager had failed. A field service engineer tightened and reseated the connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to open refrigerator door. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.